Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that low ventricular sensing had been seen over the last 12 months, although the values had been rising over this time period. The patient suffered no adverse consequences and will be monitored. The lead remains implanted.